Manufacturer narrative:
Philips service reconnected the 5v plug; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was no image on the screen, resolved by reconnecting the 5v plug on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.